Event description:
It was reported that the device was explanted. Explant date and implant duration is unknown. The reason for explant is unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.